Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to moisture on the force sensor resistor. The unit could not test for the compromised force sensor system alarm due to a motor error alarm. The motor was tested outside of the device and passed. The unit had a cracked reservoir tube lip and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor system error and that insulin was "squirting" out during the fill tubing process. The customer also reported that after the insulin squirted out, the display was blank. The blood glucose reading was 189 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The product was returned for analysis.